Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed with post-reset ram crc alarm. The customer's blood glucose level was unknown at the time of the incident. The customer also reported a blank display. Customer reported that display returned after pump restart. The customer stated the insulin pump was not dropped or bumped recently. Customer stated the pump had not been exposed to moisture recently. The insulin pump will not be returned for analysis.